Manufacturer narrative:
Device evaluated by MFR: returned product consisted a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device and exited through the exit notch with no resistance felt. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending (lad) artery. The event happened after stenting, during post-dilation and it was necessary to cut the guide wire. The procedure was completed with another of the same balloon catheter and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter entrapment occurred. A 3.00mm x 20mm nc emerge® balloon catheter was advanced for dilation. During withdrawal, when the balloon was deflated, it was noted that the balloon remained hooked to the 0.14 guide wire. It was necessary to "iron the guide under the meshes of the stent with the probable longitudinal compression." The procedure was extended by one and a half hours. No patient complications were reported.